Event description:
The user¿s caregiver reported a low blood glucose of 63 mg/dl, which was overtreated with multiple carbohydrate sources, causing a rapid increase to 236 mg/dl before glucose levels began dropping again. The user¿s glucose subsequently fell to 76 mg/dl with downward trend arrows, and the caregiver administered additional glucose tablets in smaller amounts. The ilet alerted for low glucose. The event was managed by the caregiver without requiring outside medical intervention. No symptoms reported during the event and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.